Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. Caller acknowledged and understood. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin.